Event description:
It was reported the patient's blood glucose level rose to 329 mg/dl while wearing the pod between 49 and 71 hours. When removed from the infusion site (leg), the pod's cannula was found partially blocked due to bleeding. Details regarding treatment were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be flattened and have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the damage occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.